Event description:
On august 22, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist spoke to the reporter on august 29, 2006, to obtain/verify information. The patient and reporter were away from their home for 3 weeks. During those 3 weeks, the patient did not bring his meter with him and therefore, did not test with the device. He did, however, test himself on a regular basis using a friend's meter. During that time, the reporter indicated that the patient obtained "normal" readings but developed symptoms of "dizziness" and feeling "faint." When they arrived home prior to that day, the patient was unable to test himself because the reported meter would not turn on. The patient continued to take his oral diabetic medication as prescribed although he still had symptoms and was unable to test himself. Each time he developed the symptoms, he successfully treated himself by eating food and drinking "gatorade." The reporter called the patient's doctor on august 21, 2006, for advice regarding the meter issue. The patient was advised to eat food and/or drink a beverage whenever he developed symptoms. He was also advised to replace the meter's battery according to the owner's booklet. The patient did not receive any medical treatment. The customer care advocate (cca) noted that the reporter was able to turn the meter on during troubleshooting. The cca walked the patient through setting up the meter's setup options. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test himself with the reported meter. He periodically developed symptoms that suggest he was hypoglycemic and treated himself with food/beverages.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.